Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection, "probably peritonitis". The cause of the event was not reported. The patient was hospitalized for another indication. A day prior to hospital admission, the pd catheter was removed and the patient was under temporary hemodialysis due to infection. The patient was treated with an unspecified antibiotic for the event. The patient outcome was reported as ongoing. The reporter declined to provide additional information.